Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 11-may-2024, it was reported that the patient's tape was not sticking while the patient was not sticking. No further information available.